Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient experienced ineffective pain relief from the system. Additionally, the patient reported increased pain around the lead site that was attributed to the presence of fibrous scarring and could not be addressed via medication. Subsequently, the entire scs system was explanted. It was reported the patient is feeling better since the explant.